Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis. Based on the available information, the liberty select cycler/liberty cycler set cannot be excluded as causal/contributory factor. The patient reportedly experienced a fluid leak after experiencing a ¿m31 air detected in cassette warning¿ during pd treatment which can breach the sterility of the pd pathway and is a known risk factor for peritonitis. Currently, it is unknown what caused the ¿m31 air detected in cassette warning¿ and subsequent fluid leak. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2020 for peritonitis. During hospitalization, the patient¿s pd culture yielded an elevated white blood cell (wbc) of 1787. Reportedly, the patient was treated with a combination of intravenous (IV) zosyn, cefepime and gentamycin (unknown dose). Additionally, the patient had the pd catheter removed (on (B)(6) 2020) and was subsequently transitioned to hemodialysis in the hospital. On (B)(6) 2020, the patient was discharged. The nurse was unable to identify the cause of the peritonitis infection.